Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device was returned by the customer due to damage on the box of the associated lead present in the same shipping box. At reception, printing issues were observed on the external box label of the subject pacemaker, as if the label was not printed well. Preliminary analysis revealed that the labels were correctly generated during the manufacturing process. The reported issue is most probably related to transport conditions.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed anomalies on two external box labels, most probably due to inappropriate storage or transport conditions.

Event description:
Reportedly, the subject device was returned by the customer due to damage on the box of the associated lead present in the same shipping box. At reception, printing issues were observed on the external box label of the subject pacemaker, as if the label was not printed well. Preliminary analysis revealed that the labels were correctly generated during the manufacturing process. The reported issue is most probably related to transport conditions.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was returned by the customer due to damage on the box of the associated lead present in the same shipping box. At reception, printing issues were observed on the external box label of the subject pacemaker, as if the label was not printed well. Preliminary analysis revealed that the labels were correctly generated during the manufacturing process. The reported issue is most probably related to transport conditions.